Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was sent to the service center for evaluation. Defects were identified and repaired using the measures listed in the "proof of repair". Service center findings: mechanical upgrade performed. Paint damage top cover. Defective material exchanged. Pressure adjuster worn out. Defective pump roller replaced. Pressure mechanism irreparable: replaced. Pressure mechanism re-adjusted. Pneumatic circuit checked. Unit cleaned. 8-hour endurance test carried out. Unit calibrated newly. Functional test performed. Functional test according to test procedure completed. Electrical safety test according to iec 60601-1 completed. Safety test checklist enclosed. Possible root cause for the paint damage on the cover could be from device mishandling. Possible root cause for the worn out pressure adjusters, and defective pump roller could be from fair wear and tear of components as the device is approximately 15 years old and could've seen heavy use in the field, which could've caused the reported failure of too much liquid in the tubset which is a result of the pump not reading the pressure correctly, however a specific root cause could not be determined. This complaint is confirmed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 4580 fms duo+ pump/shaver combo device needed repair as it had too much liquid in patient-set. It was discovered pre-operatively. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.